Manufacturer narrative:
No unexpected spinning/scrolling of numbers noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had moisture damage on moisture damage on all electronic assemblies. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the numbers scrolled out of control when she attempted to deliver a bolus. The keys were sometimes unresponsive. Customer's blood glucose level was 298 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.